Event description:
Related manufacturer number: (B)(4). During implant, increased pacing impedance and loss of capture were observed on the left ventricular (lv) channel after connecting the lv lead and device. The psa values were normal and in range. The physician elected to take no additional intervention and left the lv lead and device implanted. The patient was in stable condition.